Event description:
It was further reported that the balloon was inflated to 18 atms (rated burst pressure 14 atms).

Event description:
It was reported that a lesion in the distal circumflex artery was pre-dilated. During stent delivery, the balloon did not deflate, not even at burst pressure. The balloon catheter was retrieved through a guide catheter, causing dissection and closure of the artery. The pt died 50 minutes later due to cardiac arrest. The physician feels there is a direct relationship between the device performance and death because of the abrupt closure, thrombus formation and inability to re-cross the stent.